Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 28mm amplatzer septal occluder (lot number: 5065257) was mis-sized, too small. A 30mm amplatzer septal occluder was selected, but deformed on the right atrial side of the atrial septum during deployment through a 12f tv delivery system (lot number: unknown). The device was removed and a second 30mm amplatzer septal occluder (lot number: unknown) was successfully implanted. No adverse patient events were reported and the patient is reported to be stable.

Manufacturer narrative:
An event of deformity upon deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.